Event description:
It was reported that the insulin pump alarmed during rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusin test, due to a loose drive support disk. Unable to perform the occlusion or prime test due to motor error alarm.